Event description:
A customer reported a malfunction on the pump, which was identified with the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to contact support again if the malfunction reoccurred.